Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that several years prior, the cardiac resynchronization therapy pacemaker (crt-p) showed no right ventricular (rv) lead capture at high outputs. It was also noted at the time of the device replacement procedure, high thresholds were observed. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.